Manufacturer narrative:
An event of thrombus formation after one year of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 4582 removed. H6 health effect - impact code: code 4614 removed.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient was therapeutic at the time of implant activated clotting time (act) level was >300 seconds. The amulet was successfully implanted. On (B)(6) 2023, one year post transesophageal echocardiogram (tee) showed a device related thrombus (drt). The appearance of the thrombus was a weird shape but no threads were showing. Plavix was given to patient. The patient was not on long term oral anticoagulation. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted. One year post transesophageal echocardiogram (tee) showed a device related thrombus (drt). The patient was not on long term oral anticoagulation. The patient was reported stable and discharged.